Event description:
The customer reported less than 1ml of clear fluid leaked between the probe and diff shear valve on a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/02/2015. The fse stated there was some dried residue produced by the clogged diff shear valve. The fse cleaned the clog resolving the issue and replaced the plunger rods as part of preventative maintenance. The repairs were verified per established service procedures. (B)(4).